Manufacturer narrative:
Cylinder #1 had operating room-damage to silicone exposes internal parts. Cylinder functions as intended. Cylinder #2 had operating room damage-damage to silicone exposes internal parts. Cylinder functions as intended. Ams has attempted to obtain additional info and was unsuccessful. Should additional info become available regarding the lot/serial numbers for explanted components, a follow-up report will be sent. The device was returned and analyzed. The results of the analysis was inconclusive, rated operating room damage. No conclusion can be drawn.

Event description:
An (B)(6) was implanted with a spectra malleable device on (B)(6) 2010. On (B)(6) 2010, the spectra malleable device was removed and an ambicor penile prosthesis was implanted due to "non-functional due to bend in device."